Event description:
Size 8 fr feeding tube inserted with no resistance, wire pulled out with no kinks when placement checked with syringe, unable to push any air through, patient in no distress, tube was pulled back to check no changes, patient in no distress, pushed back in unable to push any air through. Tube pulled back completely, no air able to push through the first time (tube was already outside the patient) attempted two more times then on the third time, finally able to push through air in the tube. Brand name was corpack new tube was inserted with no problems, and placement check.